Event description:
It was reported that, after a tka the genesis ii oval patella 5 pt. Size gde broke when surgeon tossed on back table. The patient was not involved at that moment.

Manufacturer narrative:
Internal complaint reference (B)(4). Results of investigation: the device, intended for use in treatment, was returned for evaluation. A visual inspection was conducted and confirms three of the sizing guides broken off. The broken pieces were returned with the device. A crack may have initiated during use or due to the heating and cooling associated with autoclaving. Plastics are vulnerable to brittle fractures due to over loading in a bending manner. The device was manufactured in 2014. This device shows significant signs of wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.